Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial programming of an implantable neurostimulator (ins), high impedance was detected on contact 10b. It was unknown if there were any contributing factors and the patient denied any falls. The impedances on the day of surgery were within normal limits. After running diagnostics at the highest level of 1.0ma, the impedance remained greater than 5k. Therapy was avoided on this contact. The issue was not resolved at the time of the report. No patient symptoms were reported.